Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube and lip, cracked reservoir window, minor scratches on the display window and cracked case near display window corners. All the buttons did function properly. No scrolling numbers noted on the display. However moisture damage was noted on keypad traces. No moisture damage noted on the electronic or motor assemblies.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump got wet while jet skiing and now the numbers are scrolling on their own and is unable to deliver insulin bolus. Blood glucose value is 215 mg/dl. Nothing further reported.